Manufacturer narrative:
(B)(6).

Event description:
The customer reported there is broken pin in the connector of the external paddles which attached to the device which causes the paddles to not work properly there was no report of patient involvement.